Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat#: 00500104600, lot#: 64216077, shell 46 mm o.d. Cat#: 00801802802, lot#: 64189901, femoral head sterile product do not resterilize 12/14 taper. H6: proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent an additional surgery due to a periprosthetic bone fracture. It was not infected, implant was not broken or loose, no blood work issues and no pain due to the prosthetic failure. The additional surgery was not for a revision but involved fixation of the fracture with plating. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Event was initially reported under the incorrect MFR number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.